Event description:
It was reported that immediately after starting to use the product, the customer noticed blood leaked from the luer connector that was connected with a blood and medical fluid transfusion system. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received in used conditions without its original packaging. The sample was visually inspected at a distance of 12inches to 24inches under normal conditions of illumination. Cracks were detected in the female luer. The sample was connected to hotline fluid warmer in order to replicate the failure mode. The sample was connected and tested; a constant leak from the female luer was detected. During review of manufacturing process, a sample of 32 units was taken from the manufacturing process, the units were visually inspected in order to verify that the components do not present any damage; no discrepancies were found during the inspection. Quality personnel verifies 100% that the assembly is free from damage, cracks, crazing, cuts or other workmanship defects that affect assembly function. The root cause could not be determined with the provided information. It is unlikely that the damage occurs in the manufacturing process. No corrective actions are required since it is unlikely that the damage was caused during the manufacturing process.